Event description:
It was reported by repair work order that the head section could not be stowed. Upon inspection of the unit by the service technician, it was identified that the head section would not extend or retract.